Manufacturer narrative:
The exposed portion of soft cannula was found to be bent. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. There was no evidence of blood on the device. No damages or manufacturing deficiencies were observed during the device inspection that would cause bleeding or bruising at the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) values reached 319 mg/dl. For treatment, the patient changed out the pod and gave correction boluses.